Manufacturer narrative:
The reported events of dislodgement, high pacing impedance, and high threshold were not confirmed. As received, a complete lead was returned in one piece. Final analysis found the inner coil over torqued consistent with procedural damage. No anomalies were detected.

Event description:
It was reported that the patient presented in clinic for follow up with mild chest pain. Upon interrogation it was noted that the right ventricular (rv) lead was dislodged and was exhibiting high pacing impedance and high capture threshold. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.